Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the detailed analysis had confirmed that the device was operating with a current drain right at the bin boundary, and it is possible that the pacemaker current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device switched bins for longevity calculations. It is suspected that programming changed were not a factor. Lead impedance measurements were consistent and normal. The allegation indicates that the device progressed faster than expected to ert.

Event description:
Boston scientific received information that the device went end of life (eol) six months after the last device check, which showed that the device had one year remaining. The device was explanted and was out of service. No additional adverse patient effects noted.